Event description:
The reporter stated the surgeon inserted an (B)(6) three piece silicone lens. The surgeon felt the lens did not fit correctly in the eye and was removed. The incision was enlarged and the wound was sutured. A competitor's lens with different diopter size was implanted. Reporter stated there was no product malfunction. Incident was due to doctor's choice and patient related.

Manufacturer narrative:
(B)(4) - incision sutured, no product malfunction. (B)(4).